Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Spontaneous fracture of the hip stem prosthesis at the transition from the stem cone to the neck of the stem due to massive metal abrasion intraoperatively massive metallosis in the area of the hip capsule, the femur close to the body and under the acetabulum. Loosening of the acetabulum due to abrasion. Fracture of the prosthesis neck caused the patient to fall and the bone in the prosthesis bearing to break. The prosthesis was probably implanted in 2009. Surgical report not yet available despite request. The broken hip stem prosthesis was removed.

Manufacturer narrative:
Additional information- product information. Reported event: an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspections: the devices were examined with the aid of a stereo microscope at magnifications up to 50x. The returned shell is showed; biological material was observed on the proximal surface of the shell. Damage consistent with the implantation/ explantation process was observed on the distal surface of the shell. Functional and dimensional inspections could not be performed as the device was received in damage state. Material analysis: the returned stem had fractured in fatigue from the superior to inferior surfaces, with final fracture occurring in overload. Damage consistent with loss of taper lock was observed on the neck of the stem. Damage consistent with impingement against the stem was observed on the distal rim of the liner. Eds showed that the stem and head chemistries were consistent with their respective drawings. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: the provided x-ray/ medical reports were rejected for medical review by our clinical consultant and stated that:- undated, unlabeled x-rays ap pelvis and ap right hip demonstrating an uncemented right tha with 1 screw in acetabulum, head reduced in acetabulum, displaced transverse fracture off stem at base of trunnion. No clinical or pmh, no patient demographics, no primary tha op report, no lab or surgical pathology reports and no examination of explanted components. The undated x-rays and revision operative report translation confirm the fractured stem noted in the event description, but insufficient data is available to create a medical report.". Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the reported event of loosening could not be confirmed with the limited information provided. The exact cause of the event could not be determined because insufficient information was provided. Additional information including primary operative report, office/clinical reports, dated x-rays, etc. Are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Spontaneous fracture of the hip stem prosthesis at the transition from the stem cone to the neck of the stem due to massive metal abrasion intraoperatively massive metalosis in the area of the hip capsule, the femur close to the body and under the acetabulum. Loosening of the acetabulum due to abrasion. Fracture of the prosthesis neck caused the patient to fall and the bone in the prosthesis bearing to break. The prosthesis was probably implanted in 2009. Surgical report not yet available despite request. The broken hip stem prosthesis was removed.